Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7083900/7084041.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure.